Manufacturer narrative:
The cause of the reported issue was due to the infusion set tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and an elevated blood glucose (bg) of over 900mg/dl. Reportedly, the cause of the reported issue was due to the customer experiencing a bent cannula on a non-tandem infusion set. The infusion set brand and manufacturer was not provided. The customer was unable to provide any further information.